Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh), vitamin b12 (vit b12), total thyroxine (tt4) and/or testosterone results were generated from two unicel dxl800 access immunoassay systems for multiple patient samples over multiple days. This report is one of four and represents the lower than expected vit b12 result generated on unicel dxl800 access immunoassay system with serial number (B)(4) for one patient sample. The initial vit b12 result was within the assay's normal reference range but upon multiple repeat testing on the same and on another instrument, the repeat vit b12 results were higher and above the normal reference range. The initial vit b12 result was not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter assessment of customer supplied instrument performance data indicated that all three levels of vitamin b12 quality control were within the customer's established ranges during the timeframe of the event. The vit b12 samples were collected in a serum tubes and were centrifuged on a statspin prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check, a high sensitivity system check, a pipettor verify test and a sample probe carryover test. All testing passed within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided. Mdrs associated with this event: 2122870-2011-05062, 2122870-2011-05063, 2122870-2011-05064, 2122870-2011-05065.